Manufacturer narrative:
The insulin pump passed basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. However, the insulin pump was received with cracked case at the display window corners, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump had reoccurring no delivery alarms during bolus. Customer's blood glucose was 159 mg/dl. Customer was advised to perform a fixed prime and the device didn't alarm and insulin didn't exit tubing. High pressure test was performed two times and the device alarmed at 5.2 ie and 5.8 ie. Customer was advised to revert to back up plan and discontinue use of the device. Customer agreed to return the device for analysis.